Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would either not open or was opening extremely slowly. Patient was present. There was unknown surgical delay and impact on patient outcome. Additional information received and stating that "this caused a minimal delay less than 2 minutes and there was no impact on patient outcome."

Manufacturer narrative:
H3: the manufacturer representative (rep) went to the site to test the imaging system. During the service visit, the rep observed broken covers. A new case was opened to document the sites first incident with broken covers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.